Event description:
The cath lab team reported that the electrosurgical pencil was removed from the pacer pack and it was immediately discovered that the pencil does not operate when on the "cut" mode. Per the cath lab staff, this is the third one discovered this week that does not operate when on the "cut" mode. Only the device involved in the most recent event was saved; however, and we will send it to covidien upon their request to inspect the device.